Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller reported that the patient's husband indicated the patient's back stimulator had not been working. Caller had no further information. No patient symptoms were reported. No further complications were reported or anticipated.